Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine check and upon interrogation, the pulse generator exhibited backup operation. The patient was asymptomatic. No intervention was reported and the patient would be monitored.